Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer regarding a patient receiving morphine (11mg/day, 20 mg/ml) via implanted infusion pump. It was reported that the patient turned up for a refill. The hcp emptied the pump as usual with no problem. The hcp took out 4mm clear fluid. Estimated amount left: 2.6ml. The hcp started refilling as usual. First 10ml went in easily, but the hcp was unable to inject any further. The needle was changed, position of port changed, and yet still was unable to inject. The issue was not resolved at time of report. Surgical intervention did not occur and was not planned. The patient's status at time of event was alive - no injury. The patient's medical history consisted of spinal stenosis. It was further reported that the hcp had fully emptied the reservoir prior to the refill and at some point an unusual resistance was felt. The hcp was unable to inject the entire fill volume of medication into the reservoir port. No further information was provided. Additional information was received on 2024-jul-25 reporting that the cause of the difficulty injecting the pump was not determined. The physician who was experienced with pumps for more than 10 years was convinced she followed normal procedure and reason for valve lock was not determined yet. The hcp did not try to refill the pump yet. A refill would be planned within the next couple days, date unknown. There were no external/environmental/patient factors that may have caused or contributed to the event. No further information was provided.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding if the a pump refill was successfully completed since, it was indicated that the patient went abroad and had the pump successfully refilled, and further details on dates, etc. Were not available. The issue was resolved. The cause of the inability to inject more than 10 ml into the pump reservoir was not determined. The pump remains implanted and in-use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.